Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an abnormal image (it looks like stretched up and down). The event occurred during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked video connector cover. Based on the investigation results, a root cause could not be identified for either of the events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.